Event description:
It was reported that during a percutaneous coronary intervention, stent malapposition and damage occurred. Vascular access was obtained via radial artery with a 6f non-bsc sheath. The 90% stenosed de novo target lesion was located in a severely tortuous and mildly calcified left anterior descending (lad) artery. The lesion had a length of 15mm and a vessel diameter of 2.5mm, with a significant lesion bend of >45 and <90 degrees. After a non-bsc guidewire crossed the lesion, a 3.50mm x 20mm promus element stent was advanced to treat the target lesion. After the stent was implanted, the physician noticed that the stent had malapposition. After post dilatation, the physician noticed that the stent was damaged. The procedure was completed with another of the same device and no patient complications were reported. The patient's condition was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).